Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements on this right ventricular (rv) lead. Data analysis was requested. A chest xray was performed. Technical services (ts) suspected a physiologic cause. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
The device was not returned for analysis as it remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.